Event description:
The device was used during a laparoscopic cholectomy, a green plastic chip was found in the pt at the incision level. This was removed with forceps. After the case they could not find the piece to match to the trocar.